Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the battery gauge dropped from 40% battery life to 5% within minutes, while the pump was plugged in. In addition, the pump was declaring alerts indicating that the pump did not recognize the power source. The customer was able to charge the pump from 5% to 60% by disconnecting and re-connecting the pump to the power source multiple times. There was no impact to the customer's blood glucose level.